Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative (rep) regarding a patient who was receiving dilaudid (0.5 mg/ml at 0.29959 mg/day) via implantable infusion pump. It was reported that they are re-anchoring the catheter because the pump was flipping. The rep is requesting steps and calculations for a modified/advanced bridge bolus after priming the catheter. It was noted that they were going to do a dye study and concentration change. No symptoms/patient complications were reported.